Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 303310 batch number#: 4134196. It was reported that the bd luer-lok package was damaged/ defective / other. The following information was provided by the initial reporter: rcc received a complaint via phone. Pir attached productcomplaint xxxx ref: (B)(4) lot: 4134196 issue: product packaging was compromised and sterility. Qty: (B)(4) doe: (B)(6) 2024 sample: yes pt harm: no.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.